Event description:
After arteriogram, star close device was used to close the artery (common femoral artery left) device failed and device tore a larger hole in the artery. Artery repaired with suture.